Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump had a loud grinding noise when rewinding and got several no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.